Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) shocking lead impedance measurement for the right ventricular (rv) lead that was detected via the patient¿s home monitoring system. The device remains in service. No adverse patient effects were reported.